Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to alval. Update 05/06/2013 - litigation received 04/29/2013 and attached. Complaint changed to legal. Dob added. (Right hip) litigation alleges patient had pain, discomfort and excessive levels of chromium and cobalt after asr hip implant. There is no new information that would change the outcome of the investigation. Updated 10/28/2016 supplemental information received. There is no new additional information that would affect the existing MDR decision or the investigation. Adding the stem the complaint for elevated ions.